Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station 1 es eyes was struck on reboot initializing screen and performing firmware validation check. Eyes pyxis was stuck in maintenance mode even though the screen indicated that the firmware update had completed. The machine could not be used, and cases were pending. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station had been stuck on the reboot initializing screen. A technical support specialist (tss) had remoted into the device and restarted the application. Tss checked the system and confirmed that the firmware update was still in progress. Tss requested that the barcode scanner be unplugged and upload the package. A field service engineer (fse) then used the command prompt and manually shut down and rebooted the machine. Fse powered off the station and the helmer refrigerator, powered the helmer back on, waited for it to fully boot, and then powered the station back on. Tss later remoted into the device again, monitored its operation, and confirmed that the device had returned to normal. The customer replied confirming that everything was working fine. The system functioned as intended after the technical support specialist and field service engineer repaired the device.